Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure as stated in the event details. Based on the timeline of the therapy delivery log, reset log and daily battery log it appears the device had been placed in surgery mode and the exited surgery mode 10 minutes later, and then several resets were logged 3 hours after exiting surgery mode at on (B)(6) 2020 12:37pm, at which time the device entered the service application state. This is supported by the subsequent daily battery logging did not occur as scheduled on (B)(6) 2020 at 2:10pm. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated procedure on (B)(6) 2020, the ipg was unable to communicate with the patient controller. The patient¿s ipg was put into surgery mode. Surgical intervention may take place at a later date.